Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. A routine retention testing process has been implemented during which all test strips that have been released are tested every three months in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. If a failing result is observed during testing, appropriate actions are taken. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 2.5 inr. Within 7 hours the laboratory result was 1.89 inr. The customer's therapeutic range is 3.0 - 3.5 inr. The result in question was reported to the customer's doctor. The customer increased their medication. There was no information provided to reasonably suggest that an adverse event occurred.